Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured the top of uterus prior to placement of second coil (right side)/ uterine perforation"), pelvic pain ("severe and persistent pelvic pain"), abdominal pain lower ("lower abdominal pain (stabbing, cramping)") and inflammatory bowel disease ("i.b.s") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" in 2011. The patient's past medical history included depression from 1990 to 2010, anxiety from 1990 to 2010, gravida I and abortion in 1998. The plaintiff denies use of alcoholic beverages. Concurrent conditions included body mass index normal, heavy smoker, pulmonary pain since (B)(6) 2011, neck pain since 2006, shoulder pain since 2006 and back pain since 2006. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2001 to 2014 for contraception and trazodone from 2005 to 2016 for insomnia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("only one coil placed"). In 2011, the patient experienced pollakiuria ("frequent urination"), tooth disorder ("dental issues") and hyperhidrosis ("excessive sweating"). In 2012, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), haemorrhoids ("hemorrhoids"), dyspareunia ("dyspareunia"), ovarian cyst ("ovarian cyst"), paraesthesia ("tingling sensation in fingertips"), abdominal distension ("bloating") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). In 2013, the patient experienced fatigue ("fatigue"), night sweats ("night sweats") and loss of libido ("loss of libido"). On an unknown date, the patient experienced musculoskeletal pain ("joint/muscle pain/ shoulder pain"), arthritis ("inflammation/in left shoulder"), cyst ("cysts"), depression ("depression"), neck pain ("worsened neck pain"), back pain ("worsened lower back pain"), dysmenorrhoea ("menstrual cramps"), chest pain ("chest pain") and anxiety ("anxiety"). The patient was treated with imipramine, surgery (laparoscopically assisted vaginal hysterectomy (lavh) with salpingectomy, leaving ovaries), alternative therapy (colonoscopy for hemorrhoids in (B)(6) 2013 and (B)(6) 2014), alternative therapy (chiropractic treatment for joint/muscle pain in (B)(6) 2012), alternative therapy (chiropractic treatment for neck pain) and alternative therapy (chiropractic treatment for lower back pain). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain and abdominal pain lower had resolved. At the time of the report, the uterine perforation, complication of device insertion, cyst, dysmenorrhoea and chest pain outcome was unknown, the inflammatory bowel disease, haemorrhoids and paraesthesia had resolved, the fatigue, musculoskeletal pain, arthritis, tooth disorder, depression, neck pain, back pain and anxiety had not resolved and the dyspareunia, ovarian cyst, night sweats, loss of libido, pollakiuria, hyperhidrosis, abdominal distension and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthritis, back pain, chest pain, complication of device insertion, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, haemorrhoids, hyperhidrosis, inflammatory bowel disease, loss of libido, musculoskeletal pain, neck pain, night sweats, ovarian cyst, paraesthesia, pelvic pain, pollakiuria, tooth disorder and uterine perforation to be related to essure. The reporter commented: (plaintiff fact sheet (pfs) and medical records) on (B)(6) 2011, during hysteroscopy for essure sterilization, physician punctured the top of her uterus prior to placement of second coil, on right side, so placement of right coil was not done and the procedure was terminated. Uterine wall collapsing. Cervical block 10 ml w/wo lidocaine 0.5%. Cervix dilated to 21mm was applied. The procedure took 20min. Distension medium saline. Estimated fluid used 3000cc. Estimated accounted fluid lost 2500cc. Dilation difficult. Initial placement of hysteroscopy into uterus without complication. Bilateral tubal ostia seen. Left side coil with difficulty that was unable to confirm (as written). Most symptoms resolved within a year of removal, but not at all symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation, complication of device insertion, chest pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Outcome for the event "ibs, hemorrhoids, pelvic pain and tingling sensation in fingertips was added as recovered and outcome of ovarian cysts, night sweats, bloating, excessive sweating, brain fog, frequent urination, painful intercourse and loss of libido was added as recovering and fatigue, joint/muscle pain and inflammation, and dental issues are ongoing. Plaintiff not recovered from neck, shoulder and back pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured the top of uterus prior to placement of second coil (right side)/ uterine perforation"), pelvic pain ("severe and persistent pelvic pain"), abdominal pain lower ("lower abdominal pain (stabbing, cramping)") and inflammatory bowel disease ("i.b.s") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" in 2011. The patient's past medical history included depression from 1990 to 2010, anxiety from 1990 to 2010, gravida I and abortion in 1998. The plaintiff denies use of alcoholic beverages. Concurrent conditions included body mass index normal, smoker, pulmonary pain since (B)(6) 2011, neck pain since 2006, shoulder pain since 2006 and back pain since 2006. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2001 for contraception and trazodone in 2005 for insomnia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("only one coil placed"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), haemorrhoids ("hemorrhoids"), fatigue ("fatigue"), musculoskeletal pain ("joint/muscle pain"), arthritis ("inflammation/in left shoulder"), dyspareunia ("dyspareunia"), ovarian cyst ("ovarian cyst"), night sweats ("night sweats"), loss of libido ("loss of libido"), pollakiuria ("frequent urination"), paraesthesia ("tingling sensation in fingertips"), cyst ("cysts"), tooth disorder ("dental issues"), hyperhidrosis ("excessive sweating"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), depression ("depression"), neck pain ("worsened neck pain"), back pain ("worsened lower back pain"), dysmenorrhoea ("menstrual cramps"), chest pain ("chest pain") and anxiety ("anxiety"). The patient was treated with imipramine, surgery (laparoscopically assisted vaginal hysterectomy (lavh) with salpingectomy, leaving ovaries), alternative therapy (colonoscopy for i.b.s in (B)(6) 2013 and (B)(6) 2014 and for hemorrhoids in (B)(6) 2013 and (B)(6) 2014), alternative therapy (chiropractic treatment for joint/muscle pain in (B)(6) 2012, for neck pain and for lower back pain). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain and abdominal pain lower had resolved. At the time of the report, the uterine perforation, inflammatory bowel disease, complication of device insertion, haemorrhoids, musculoskeletal pain, dyspareunia, ovarian cyst, night sweats, loss of libido, pollakiuria, paraesthesia, cyst, hyperhidrosis, abdominal distension, feeling abnormal, depression, dysmenorrhoea, chest pain and anxiety outcome was unknown and the fatigue, arthritis, tooth disorder, neck pain and back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthritis, back pain, chest pain, complication of device insertion, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, haemorrhoids, hyperhidrosis, inflammatory bowel disease, loss of libido, musculoskeletal pain, neck pain, night sweats, ovarian cyst, paraesthesia, pelvic pain, pollakiuria, tooth disorder and uterine perforation to be related to essure. The reporter commented: (plaintiff fact sheet (pfs) and medical records) on (B)(6) 2011, during hysteroscopy for essure sterilization, physician punctured the top of her uterus prior to placement of second coil, on right side, so placement of right coil was not done and the procedure was terminated. Uterine wall collapsing. Cervical block 10 ml w/wo lidocaine 0.5%. Cervix dilated to 21mm was applied. The procedure took 20min. Distension medium saline. Estimated fluid used 3000cc. Estimated accounted fluid lost 2500cc. Dilation difficult. Initial placement of hysteroscopy into uterus without complication. Bilateral tubal ostia seen. Left side coil with difficulty that was unable to confirm (as written). Most symptoms resolved within a year of removal, but not at all symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Pregnancy test - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine perforation, complication of device insertion, chest pain and dysmenorrhea. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.